Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device changeout procedure for eri, high impedance was noted on one of the electrode of left ventricular (lv) lead. The physician tested all lead configurations with external analyzer other vectors of lv lead worked fine. So, it was decided to not to replace the lv lead. All the leads were connected to new device. The lead will be monitored. The patient was stable.